Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had a problem with the battery. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis and an adc (analog digital converter) voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.